Manufacturer narrative:
The technician found the white wire connection on the coil didn't have a good connection to the clip on the coil. He tightened the wire and connected it back to the coil to repair the bed.

Event description:
Info received indicates the head of the bed would not always work going up.